Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic left ventricular tachycardia with an ez steer nav bi-directional electrophysiology catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR) and also suffered a cerebrovascular accident. During the procedure, the patient became hypotensive and decompensated. CPR was initiated. Intracardiac echocardiogram revealed no pericardial effusion. Magnetic resonance imaging revealed a small stroke. The patient was admitted to the intensive care unit. Patient reported to be in stable condition at the time this complaint was reported. It was reported that there was no evidence of char and no steam pop was noticed. The physician's opinion regarding the cause of the adverse event is that he does not believe a bwi product was responsible for the injury. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.